Manufacturer narrative:
Add'l info indicated that the device that caused the event was the microcatheter, but at this time it is unknown the brand. The procedure was successfully completed. Add'l info indicated that an adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use. No resistance occurred during advancement of the coil through the mc, but during coil withdrawal there was resistance with the distal shaft of the mc. Prior to this coil, two other coils went through the same mc without resistance. No kinks were reported in the mc that may have contributed to the event. During the procedure, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter, but there was no resistance when repositioning. The same unknown brand microcatheter was not utilized to complete the procedure; instead, a competitor's mc (boston scientific) was utilized to complete the procedure. Add'l info will be submitted within 30 days of receipt.

Event description:
The initial report indicated that during an embolization procedure, the orbit rdfl complex mini coil stretched during withdraw from aneurysm for repositioning. Additionally, vessel perforation occurred during withdraw from aneurysm for repositioning with the coil. Top treat the perforation additional coils were placed at the site.